Event description:
A report was received from the patient stating that three weeks following an implant procedure, she became paralyzed from the waist down. The patient was hospitalized and will need to undergo advanced rehabilitation to learn to walk again. In addition, she is waiting to have the device removed.